Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Energy was delivered without any issues and the instrument passed the cut test. The jaw gap verification test passed at .005 and the grip force test passed. A review of the logs showed no failures. A review of the instrument log for the vessel sealer extend instrument associated with this event confirmed that the instrument was used on (B)(6) 2020 on system (B)(4) . The vessel sealer extend instrument is a single use instrument and was not used during subsequent procedures. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because: the generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion; however, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Although there was no patient harm that resulted, if this issue were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hernia repair surgical procedure, the vessel sealer extend instrument jaws did not close or grip with the same strength as normal and the instrument only sealed halfway across tissue. The instrument was reportedly re-inserted into the robot arm, unplugged, and re-plugged into the erbe generator; however, no instrument function improvement was observed. The customer stated that a new vessel sealer extend instrument was obtained to complete the case and it worked appropriately. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing out of the ordinary. The customer could not confirm whether there was an audible signal while the pedal was being pressed and could not confirm whether there was a fast audible tone indicating seal completion at the end of the sealing cycle. Upon looking at the tissue following the reported sealing attempt, it was noted that the tissue was only sealed halfway. No error messages were generated. The customer did not believe the target tissue was greater than 7 mm and described the tissue as normal. The customer did not believe the patient had undergone any pre-surgical chemotherapy or radiation treatments and stated that the vessel was not calcified. The vessel sealer extend instrument did not encounter any staples or clips or other type of interference during the sealing cycle. The issue occurred on the first sealing attempt. There was not much bio debris on the jaws of the instrument. No injury occurred to the patient and no bleeding was experienced by the patient. According to the customer, there are no photographic images of the device or a video recording of the procedure available for isi review. No medical tests were performed on the patient. The customer was not able to provide information about the patient's medical history nor the patient demographic information. The procedure was completed with no patient injury.